Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Good condition with no appearance of any physical damaged. Auxiliary control unit watchdog failure found in pump event history log. Power up and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: repair was not needed per auxiliary control unit watchdog failure due to no problem found. Performed power up process and all functional testing which passed.

Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure. No patient injury was reported.